Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the cartridge cap was damaged and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during investigation, the battery compartment was found to be cracked at the threads on the side. The returned battery cap was undamaged and able to fit securely to the pump. The cartridge cap and cartridge compartment were undamaged and the cap able to fit securely. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test revealed a battery compartment leak. The pump¿s cover was removed and further moisture ingress was found to the cgm module and the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.